Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially, while setting up for the procedure, there was resistance when trying to advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on the event. The resistance they were having with the sheath was when they were inserting the dilator into the sheath. There was no physical damage on the sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath. The dilator was not stuck on the sheath. There was no wires exposed. There was no lifted or sharp rings. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-mar-2022, the hemostatic valve was missing on the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. For this reason, a guide wire was inserted through the sheath and the valve was not found inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium; however, the valve separated from the device. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable lab finding was 02-mar-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-feb-2022. The device evaluation was completed on 02-mar-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guide wire was inserted through the sheath and the valve was not found inside the carto vizigo sheath; however, the valve separated from the device. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and no resistance was felt during the testing. The outer diameter vessel dilator was measured, and it was within specifications. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found missing. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and the valve could be related to the resistance, this could not be conclusively confirmed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." Manufacturer's reference number: (B)(4).